Event description:
It has been reported to philips that exposure has no images, black screen. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure no image, black screen. Review of the system log file showed that the sw backup timer terminated x-ray error. The fse replaced the cube cvfd-5 assy. After replacement of the cube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.